Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. Approximately, six (6) hours post implant, the patient had a change in blood pressure. Echocardiography revealed a pericardial effusion. The physician drained 100 cc from the pericardium to treat the effusion. The patient was admitted overnight to intensive care unit (ICU)and was discharged the following morning with no further complications.